Event description:
It was reported that 4 hours into an atrial fibrillation ablation procedure, the pt's blood pressure dropped and a perforation was noted in the left atrium. The fluid was drained and the pt stabilized. A therapy cool path ablation catheter and livewire ep catheter were in the heart when the effusion was noticed. The physician could not determine the cause of the effusion and does not allege any sjm products.

Manufacturer narrative:
We were unable to evaluated the products involved in this incident since no components were returned for analysis. A review of the device history record was not possible as the lot number for the device is unk. Based on the info provided to st. Jude medical, the cause for the reported perforation remains unk. (B)(4).